Event description:
The patient was being transported via helicopter and was being supported with an impact emv+ portable ventilator. It was reported that a few minutes after the transport began, the device gave the alarm of "configuration failure" and instructed to manually ventilate the patient. The device was not reported to have failed rather the staff acted based on the alarm and removed the patient from the ventilator. The patient was manually ventilated for the remainder of the transport flight (time not given). The end user reported there were no vital sign changes or other known adverse effects to the patient as a result of the incident. The end user reported that they were able to duplicate the event once the device was out of service and running using a test lung. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the use of manual back-up ventilation. This event is being submitted as a serious injury event because the use of manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification after input, burn-in and output testing). Preventive maintenance and calibration of the device was performed and the unit was returned to the end user after it tested within specification.